Event description:
A (B)(6) male pt contacted zoll customer support to report constant check the pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check te pad messages) has been confirmed. As received, the trunk cable connector was damaged exposing damaged wires. Upon eval, the black (main batt) and yellow (pgnd) wires were open in the trunk cable connector. The cause of the constant check te pad messages is the open wires in the trunk cable connector. The cause of the damaged wires is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.